Event description:
When performing the case the surgeon inserted the hydros handpiece .we had issues on aquablation robot screen. The image was distorted with multiple gray/ white bands. The therapy was still not started when this happened. The reps unplugged the handpiece from the aquablation robot. This did not fix the issue. The reps then restarted the aquablation robot.opened a new handpice to the sterile field. Doctor replaced the handpiece and it was working. Procedure was completed with no issues.